Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and flow testing were conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor was involved in an under infusion incident. This occurred during infusion of an unknown drug with the dial set to 2 ml per hour, at the patient's home. The fill volume and actual infusion duration were not specified. The issue was noticed when residual drug was observed in the bladder after the expected infusion time. Flow was confirmed prior to connection with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.